Event description:
The client was being hoisted from her powerdrive wheelchair to her bed and as she was raised up in the hoist one of the leg supports on her sling dislodged from the spreader bar on the hoist. The woman fell and did not suffer any serious injury. Ref MFR number: 9681684-2013-00056.